Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (elevator not working, low angulation and the connecting tube had scratches) were confirmed. In addition to the light guide lens stain, additional evaluation findings were as follows: the adhesive on the bending section cover was detached, the bending section cover had wear, the connecting tube had buckling and a scratch, the bending angle and the play did not meet the standard value, the forceps raising angle did not meet the standard value, the grip had a dent, the control unit had a scratch, the scope cover had a dent, the universal cord had a scratch, and the forceps raiser was not properly moving up and down. A review of the device history record confirmed the device was shipped in accordance with its specifications. It has been thirteen years since the subject device was manufactured. Based on the results of the investigation, the root cause of the light guide lens stain could not be determined. However, a likely cause is that since foreign material was not at the external surface of the device, the material could not be removed by reprocessing. Another cause is that the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide lens which led to corrosion. The issue is addressed in the instructions for use (IFU). The IFU states the detection method in evis exera tjf type 160vr operation manual: 3.2 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
A field service engineer (fse) reported that the elevator was not working, had low angulation and the connecting tube had scratches on an evis exera duodenovideoscope. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the light guide lens had a stain. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.